Manufacturer narrative:
Model number 3847a. Final device analysis revealed the #0 conductor was broken 17.7 cm from the distal end. The primary finding was a broken conductor(s) in the body of the lead.

Event description:
It was reported the pt experienced an inadequate pain relief. The lead was replaced.